Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the moderately tortuous and non-calcified radial artery. A 2.5mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. However, during initial inflation at 10 atmospheres for 60 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries reported and the patient was in good condition after the procedure.